Event description:
In 2008, the sales representative reported that during surgery, the tip of the drill bit broke. The surgeon retrieved all the pieces from the wound. Additional information received about 27 days later, the sales rep reported that the surgeon was drilling the last two holes when the drill tip broke. The sales rep had another sterile drill in the operating room that was used to finish the case as intended. There was a surgical delay of about 3 minutes.

Manufacturer narrative:
Product is an instrument and is not implantable. The results of the device history record review indicate the instrument met specification. Visual examination of the returned instrument indicates, the flute tip is broken. The investigation determined the event is most likely due to excessive torque applied.